Event description:
During a laparoscopic cholecystectomy procedure, clips were not forming prperly causing them to fall off to the cystic duct and artery. There was no pt consequence. Unknown how case was completed.